Event description:
It was reported that the patient presented to the ER after receiving shocks in bed. Egms were reviewed and inappropriate therapies for svt were discussed. Increasing the av interval and increasing the vt rate was discussed with the physician.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.